Event description:
It was reported that a patient presented with an infection noted on the system. Additionally, pocket erosion was noted at the device pocket. During the intervention process, a large thrombus was noted. The surgical procedure was cancelled. No adverse patient consequences were reported.